Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine check. Upon interrogation, the right ventricular lead exhibited noise. The noise could not be reproduced. The physician elected to continue to monitor the patient.